Manufacturer narrative:
Additional information : the cause of the peritonitis was reported to be due to a breach in aseptic technique which was further described as a face or hand contamination. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes, durations and frequencies not reported). On an unreported date, the treatment was stopped. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for two weeks (no further details). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.